Manufacturer narrative:
A reciproc blue file r40 6/100 25mm 040 was returned in loose. The file is actually broken in the active part (uncertain conditions). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during DHR review. No unused file is available for evaluation. Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu).

Event description:
Multiple unsuccessful attempts were made to obtain the patient outcome.

Event description:
In this event it is reported that reciproc blue files, 6x, sterile broke during use. It is reported that there is a patient injury. Additional information is pending.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.